Event description:
The patient experienced coupling/communication issues. The patient received 0-2 coupling bars during recharging. The ins was implanted in the pectoral region. When the health care provider placed a hand on the recharge antenna 6 bars were able to be obtained. It was confirmed that I ins was not flipped. It may be possible that the ins was tilted. An additional recharger was attempted. It was later clarified that the patient experienced long recharge times of 2+ hours and high regularity (daily) causing inconvenience. The alternative recharger used gave even lower coupling bars of 3 than the patient's recharger which could give 4-8 bars. The ins was placed appropriately superficially. The therapy continued to be effective but at a huge burden to the patient due to the daily charging of many hours. The patient was going to have their device revised and replaced but the surgical intervention date has not been set due to funding issues.

Manufacturer narrative:
Recharger: model 37754, serial# unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3878-60 serial# unknown implanted: explanted: lead model 3878-60 serial# unknown implanted: explanted.